Event description:
In 2007, the sales rep reported that the closure top cross threaded causing the surgeon to remove and then replace it. There was no reported injury to the pt or surgical delay.

Manufacturer narrative:
Request has been made to obtain the product. Evaluation is pending upon the return of the product. A report or other info submitted by a reporting entity under this part, and any release by FDA of that report of information, does not necessarily reflect a conclusion by the party submitting the report to FDA that the report of information constitutes an admission that the device, reporting entity, or its employees or agents caused or contributed to the reportable event. The reporting entity need not admit and may deny (and may expressly reserve the right to deny) that the device, the party submitting the report or employees thereof caused or contributed to a reportable event.